Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor booted with a completely black screen, the monitor's touchscreen would still respond and interact with buttons as seen on the main cart screen. It was noted that the monitor was replaced recently in another case. There was no video. Troubleshooting was performed, technical services (ts) had the site reboot the system. The system rebooted and the camera cart monitor never displayed anything. Additional troubleshooting information was received. It was reported that the clinical consultant (cc) called ts while on site. Cc confirmed that the camera cart was getting power. Cc confirmed that the touch screen was working on the camera cart as the mouse cursor was moving on the main screen when she touched the camera screen. Ts had cc reseat the dp cable on the camera cart monitor, there was no change the the reported issue. Ts had cc pull up the soft key menu and once she pressed the soft keys, the medtronic blue screen appeared on the camera cart. Cc performed a reboot and the camera cart display booted up with no reported issue. Cc to complete the system checkout wo. No patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.